Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery portion peeled back halfway through. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue were observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw with detachment at the tip, but remained attached at the base. The silicon insulation was observed to be intact, no peeling or delamination was observed. No other visual defects were observed. Based on the return condition of the device, the reported failure ¿peeled jaw¿ was not confirmed, but was confirmed for the analyzed failure ¿material twisted/bent, wire¿. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery portion peeled back halfway through but did not peel off and fall in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.